Manufacturer narrative:
If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead dislodged shortly after implant, causing it to capture the atrium from all pace configurations. The lead was reprogrammed and days later, it was explanted and replaced. No additional adverse patient effects were reported. At this time, there is no indication of product return, but additional information was requested.